Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Adjustment test: the m.blue plus was tested and is adjustable to all specified pressures. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: based on our investigation, we are unable to substantiate the clinical claim of non-adjustability. At the time of our investigation, the valves were able to be adjusted to all specified settings. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that the m.blue plus (part # fx804t) was to be implanted during a procedure performed on (B)(6) 2022. According to the complainant, prior to the procedure, the valve was not able to be adjusted could not be adjusted. The complaint device was returned to the manufacturer for evaluation. No patient involvement.